Manufacturer narrative:
Investigation summary: customer returned six (6) used 32gx4mm bd pen needles from lot 9275381. Consumer reported needle clog during injection. All 6 returned pen needles were examined, and it was observed that 5 pen needles exhibited a bent non-patient end (npe) cannula, and 1 pen needle exhibited a broken npe cannula. No evidence of manufacturing defect was observed. Since all 6 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needles was clogged. This was discovered during use. The following information was provided by the initial reporter: material no:320122; batch no: 9275381. It was reported that the needle clogged during the injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles was clogged. This was discovered during use. The following information was provided by the initial reporter: material no:320122, batch no: 9275381. It was reported that the needle clogged during the injection.